Manufacturer narrative:
Additional information: product was returned. Visually confirmed approximately ~36mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Optical examination of the fracture surface analysis reveals surface circular material movement, consistent with torsional overload, with plastic deformation both above and below fracture consistent with excessive force. The above findings are consistent with torsional overload.

Event description:
It was reported that a patient underwent a thoracic fusion (operative levels unknown). Thereafter, a revision surgery was performed on a later date at th11-s2 due to recurrent stenosis. Intraoperatively, the tip of an instrument broke when rotating it. The broken fragment was retrieved by using facility-own instruments. Eventually, the surgical time was extended around 90 minutes due to the incident. The surgeon suspected that "the incident was caused by metal fatigue". He commented "that insufficient checking-up might be a cause of the incident."

Manufacturer narrative:
(B)(4). Device evaluation had not happened before submission. Once evaluation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.